Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: after the eeaxl2835 was successfully fired, a leak test was performed and a steady stream of bubbles rose anterior from the anastomotic site. The colon was transected again using a contour and then reconnected with a eeaxl2835. Again, the donuts looked great. Upon a second time, a leak test was performed and a steady stream of bubbles rose anterior from the anastomotic site. The anastomotic site was reinforced with suture and tested satisfactorily. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes.